Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0158 competitor implantable tachy lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the sensing integrity counter of the device was elevated. Follow-up was attempt to determine if the oversensing could be attributed to the device or a competitor right ventricular lead, however no additional information was received. The device remains in use. No patient complications have been reported as a result of this event.